Event description:
Pps construct was implanted approx six months ago at l3-s1 spine level. Routine f/u films showed the left inferior screw/tulip had separated. The pt was asymptomatic and there was no injury. The surgeon indicated there are no plans to surgically revise the construct; it was reported to have solid fusion in the area.

Manufacturer narrative:
(B)(4). Revision surgery is not planned and the device has not been returned for failure investigation. No add'l eval has been possible; however, it was reported that the screw shank may have been driven into the pedicle in a manner that contributed to incomplete mating of components. Product labeling indicates "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." Should the add'l relevant info become available, a subsequent report will be filed.